Manufacturer narrative:
This report is being supplemented to provide a correction to d10 and to update fields the lot number was initial unknown but has now been confirmed as known. Additionally, due to the lot number being confirmed as known the device history record was able to be preformed. The results of the device history record are as follows: a review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide a correction to d4 UDI and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial (d4- unique device identification). The initial report listed the unique device identification. However, the unique device identification number of the subject device is unknown. The actual lot of the product is unknown, but as the date of occurrence is august 2023, it is likely that a redesigned product was used. Therefore, olympus determined that the complaint was due to a design changed product and conducted an investigation. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user by the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the detachment of the distal cover could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus received a voluntary medwatch reporting that the single use distal cover was missing after the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure and initially the staff was unable to locate it. The patient was alert and stated that they felt something running in their throat, and started vomiting thick, greenish secretions and eventually coughed out the cap. The device was being used with the evis exera iii duodenovideoscope and the procedure lasted 56 minutes and 36 seconds and was not prolonged. The condition of the patient was not impacted by the failure, the cover was coughed up by the patient. The outcome of the procedure was not affected, no medical intervention was required, and the procedure was completed with the same device. No patient harm was reported. This medwatch is related to the following patient identifier: (B)(6) evis exera iii duodenovideoscope (tjf-q190v/(B)(6)).